Event description:
Customer reported an issue with the panorama central monitoring station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4) replaced the power distribution board, ran diagnostics and calibrated unit to factory specification.